Manufacturer narrative:
Other, other text: additional information was received indicating the programmed settings on pump were: morning dose 8, continuous day rate 5.6, continuous night rate 4.6, extra dose 2.5. There was no patient or clinical injury(updated h6). It was reported that subsequently the continuous night rate was set. Serial number was provided: (B)(6).

Event description:
Information was received indicating that the continuous rate for night could not be set on a smiths medical cadd-legacy duodopa ambulatory infusion pump it was also reported that the cassette was empty earlier than the night before. Per reporter cassettes were being "changed when it is empty, not according to a pre-set schedule at fixed times." It was reported that subsequently the nurse would begin to change the cassette regularly. No adverse patient effects were reported.